Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported stroke, gastrointestinal (gi) bleeding, and patient outcome could not be conclusively determined through this evaluation. The pump was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 07oct2016. The heartmate ii lvas IFU, rev. C, is currently available. Stroke, bleeding, and death are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away while in hospice on (B)(6) 2021 after multiple bouts with gastrointestinal (gi) bleeding and parietal lobe stroke with aphasia.